Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced hypoglycemia while using a g7 cgm with the ilet system, with the lowest cgm value of 66 mg/dl and a confirmatory fingerstick of 69 mg/dl, after not eating since a prior meal earlier in the day; the user treated with oral carbohydrates (juice) and was advised to proceed with the upcoming meal without announcing additional carbohydrates while low. Symptoms included low blood glucose. Outcomes included transient hypoglycemia that resolved after oral carbohydrate intake, without hospitalization. Investigation included a customer interview and troubleshooting with user education regarding management of lows and carbohydrate announcements. Investigation of this case revealed no device malfunction reported or observed, and the event was consistent with hypoglycemia of unclear cause in the context of prolonged time since last meal. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.